Event description:
It was reported that the unspecified bd¿ infusion set tubing disconnected from the injector/connector apparatus during use. The following information was provided by the initial reporter: "patient returned to 3rd floor waiting area and informed desk that the 5fu line had come undone from injector/connector apparatus.  This rn went to assess patient in lobby and then bring patient back to room on atc floor.  Rn stopped cadd pump and then assessed port access, line, dressing, flushed line and had positive blood return and flushing with ease.  Reconnected tubing to new injector and connector and blue safety cap.  Resumed infusion via cadd pump and infusion running correctly.  No other issues reported and patient stable upon discharging."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the line coming undone from the injector/connector could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.